Manufacturer narrative:
Device not received in manufacturing mode. Device passed sleep current measurement, active current measurement and self-test. Multiple unexpected no motor movement alarms during rewind due to corrosion on motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to constant no motor movement alarms. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture, cracked case next to belt clip rail corner, peeling end cap address label, corrosion in force sensor assembly and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind impossible. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.